Event description:
Per the audiologist, the patient experienced bradycardia during the initial surgical procedure for implantation. The device was repositioned during surgery and the bradycardia stabilized. Post-op, the patient was taken to the or for revision surgery as the patient developed a large fluid collection and a small opening over the implant. The physician moved the incision forward so that it was not overlying the implant. The patient was doing well and is being monitored by clinic.